Manufacturer narrative:
Device passed the displacement, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Software error alarmed during boot up and confirmed in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The patient¿s blood glucose level was 194 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind.the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.